Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm pericardial aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of approximately six (6) years, 11 months due to aortic stenosis. The patient has not been scheduled for tavr as of yet.

Event description:
It was reported that this patient with a 23mm pericardial aortic valve has underwent a valve-in-valve procedure after an implant duration of seven (7) years due to severe aortic stenosis. The tavr procedure was performed with a 23mm edwards transcatheter heart valve. Post valve deployment, tee revealed trace paravalvular regurgitation. The mean gradient across the aortic valve was 6mmhg. The patient tolerated the procedure well and was transferred back to the post-anesthesia care unit in stable condition. The patient was discharged home on pod #2 in stable and improved condition. Of note, the patient had endocarditis in 2010 that resulted in an aortic valve replacement. Subsequently, the patient developed aortic bioprosthetic endocarditis and was treated successfully with antibiotics. This was also complicated with acute kidney failure requiring dialysis and stroke.